Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a bile passage drainage procedure performed on (B)(6) 2012. According to the complainant, the patient has kyphosis. During the procedure, the device was advanced over a jagwire guidewire (bsc) and when the stent was attempted to be released, resistance was met. The position of the device was changed and the stent was again attempted to be released, however the inner guide catheter detached and the stent failed to deploy. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with the same jagwire guidewire and another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a bile passage drainage procedure performed on (B)(6) 2012. According to the complainant, the patient has (B)(6). During the procedure, the device was advanced over a jagwire guidewire (bsc) and when the stent was attempted to be released, resistance was met. The position of the device was changed and the stent was again attempted to be released, however the inner guide catheter detached and the stent failed to deploy. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with the same jagwire guidewire and another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent separated from the delivery system. Visual evaluation of the device revealed no damage to the stent. The suture was found intact and attached to the push catheter. The push catheter was noted to be kinked and the suture hole was noted to be torn. The guide catheter was found stretched and broken in two pieces. The distal tip of the guide catheter appeared to have detached and was not returned. Multiple kinks were also noted in the distal end of the guide catheter. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. Based on the condition of the returned device, it is likely that procedural or anatomical factors encountered during the procedure (such as tortuous anatomy, maneuvering of the device, or suture wrapping around the stent) caused difficulty during deployment and lead to the noted damages. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.